Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data shows the pod was received in pod state 15, delivering 31 pulses, 21 of which occurred during first prime. The device was deactivated by the user after second prime. A rotational sensor malfunction was observed in the data, causing first prime to end earlier than expected and the pod not to deploy by the end of second prime. The pod was rerun on a different pdm. The download data of the rerun shows no rotational sensor malfunction and the pod was able to deploy after second prime and deliver a 5 unit bolus normally. No damages or deficiencies were observed on the drive mechanism that would cause this malfunction.